Event description:
At about 8 years 7 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 june 2023. Lot 144469: (B)(4) items manufactured and released on 17-sep-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.